Event description:
It was reported that an ilet pump powered off unexpectedly, then presented a white screen with a spinning indicator upon charging, and the mobile app displayed a possible update failure despite indicating current software, consistent with a device malfunction and unresponsive display. Symptoms included a gap in blood glucose data without reported clinical effects. Outcomes included a device replacement process and guidance to use cgm independently while awaiting the replacement. Investigation included review of available device data and user guidance on shutdown and data sync. Investigation of this case revealed a probable software update failure leading to a frozen user interface and loss of display functionality. It was concluded, based on previously established findings for similar reports, that the cause was a software malfunction resulting in device lockup.